Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that seldinger vascular sheath is curved. No further details available or provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent microintroducer is confirmed, and was determined to be manufacturing-related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed a slight bent at the base of the microintroducer shaft. No obvious use residue was observed on the sample. A microscopic observation revealed a small bump/bulging of the sheath where the bend in the sheath was found. The sheath and dilator's tips were observed to be intact. The observed bend and bunching near the base of the sheath was determined to be a manufacturing issue. A review by the manufacturing site concurred with this assessment and the plant issued a quality alert regarding this circumstance. No further action is required at this time. This complaint will be recorded for future trending and monitoring purposes.